Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of an upstream occlusion alarm is the dso sensor. The most probable cause for the air visible in the tubing is a disposable issue; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an upstream occlusion and tiny air bubbles were observed near the pump. Troubleshooting was attempted but did not resolve the issue. No adverse patient effects were reported by the customer.